Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR report: 1627487-2014-15865, reference MFR report: 1627487-2014-15866.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-15865, reference MFR report: 1627487-2014-15866. It was reported the patient has not used or charged her scs system for over a year due to experiencing uncomfortable stimulation in her ribs. The patient believes her ipg is now inoperable, but declined troubleshooting. The patient also declined to have her scs system reprogrammed and desires to have the system explanted. Surgical intervention may take place at a later date.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-15865, reference MFR report: 1627487-2014-15866. Follow-up information indicated the patient underwent surgical intervention and the scs system was explanted. It was noted the leads had not migrated and appeared to be intact.

Manufacturer narrative:
UDI (di): (B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.